Manufacturer narrative:
Visual inspection and functional testing could not be performed because the controller was not returned. Thus, the complaint could not be verified and a root cause could not be determined with confidence. Potential factors unrelated to the manufacture or design of the device which could have resulted in the controllers performance issues are: - an unexpected premature failure of an electronic component inside the subject controller. - using an improper power cord or improper extension cord, or a loose power connection at the user's facility. - a loose connection to the customer's controller such as the wand and/or foot control assembly. - an issue with the wand the customer was using at the time of this complaint event. The unspecified wand could have experienced a use- limiting fuse exceeded in which the controller will generate an e-7 error.

Event description:
It was reported that during a shoulder procedure, using a quantum 2 controller, the unit displayed an error message and gave an audible alarm. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or patient complications reported as a result of this event.